Manufacturer narrative:
The complaint is inconclusive. The device will not be returned for evaluation and no photographic evidence has been provided. Therefore, the reported failure cannot be verified. This is a purchased finished device. Devices are received with a test data sheet from the supplier. The document is reviewed, accepted and retained in receiving inspection. The service history was reviewed, and no prior data was found. A two-year review of complaint history revealed there have been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) needles used with this type of device have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported (B)(4), the rate of (B)(4) would be (B)(4). The instructions for use (IFU) provides the user with information regarding the proper care and use of this device. The IFU also advises the user is of warnings, cautions and techniques including the following: contraindications: device is not to be used on bone or similar hard tissue. Warnings: avoid lateral stresses to the instrument or device function may be compromised. Do not use if parts are broken, cracked or worn, or device function may be compromised. Precautions: prior to use, inspect instrument to ensure it is in good physical condition and functions properly. There should be no loose, broken or misaligned parts. Avoid mechanical shock or overstressing the instrument which may shorten the life of the instrument. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of their customer, the conmed representative reported an issue with the spectrum autopass suture passer, item smi-02ap, serial # (B)(4) that occurred during a rotator cuff repair procedure on (B)(6) 2019. It is indicated that there was no reported impact or injury to the patient and the procedure was successfully completed using an arthrex scorpion with no reported delay. Additional information obtained clarified that during the procedure after already passing 3 suture tails through tissue, the doctor loaded suture into the jaws of the spectrum autopass suture passer. He then put the device into the cannula to enter back into shoulder joint. The jaw fell out of cannula into the joint as the jaws entered into joint from the cannula. The lower jaw fell into the patient and all pieces were removed from the patient using a grasper through the cannula. Due to previous filings for similar issues, this report is raised on the basis of malfunction with potential for injury upon reoccurrence.